Event description:
It was reported that a malfunction occurred with the customer's tandem pump, specifically indicated by malfunction code 199, which involves a pump issue. There was no reported impact to the customer¿s blood glucose level. Technical support informed the customer about the pump reset procedure, assisted with resetting the pump, and advised the customer to continue using the pump. They also instructed the customer to call back if the malfunction code reappears, and the customer understood these instructions.